Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging inadvertent mishandling resulted in the noted kinked dispenser coil; thus resulting in the reported shaft separation at the same location inside the dispenser coil. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the tyvek pouch of a 2.0x12mm nc trek rx balloon dilatation catheter (bdc) was opened; however, it was noted that the proximal shaft of the bdc was separated. The bdc was not used. The procedure was successfully completed with a new unspecified nc bdc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.